Manufacturer narrative:
Review of the available programming and diagnostic history.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: initial report inadvertently did not have "death" selected or the death date in the available field. Type of reportable event, corrected data: initial report inadvertently did not have "death" selected as the type of reportable event.

Event description:
It was reported that the vns patient had several cases where she experienced multiple seizures in a row and was admitted to the hospital. Prior to vns, the patient tried many medications. The patient later passed away on (B)(6) 2014. The believed cause of death is status epilepticus and not related to vns. The patient¿s device settings were gradually lowered prior to her death and programmed off approximately 10 days before her death. The device was explanted after the patient¿s death and returned to the manufacturer for analysis. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. Attempts for additional relevant information were made but have been unsuccessful to date.